Event description:
The consumer received a tdx loaner chair when their pronto rs was in for repair. The tdx did not have heel straps and the consumer's foot allegedly fell off the footplate, causing consumer to run their foot over resulting in a broken foot.